Event description:
It was reported that the patient underwent a posterior lumbar surgery at l5-s1. It was reported that the patient was involved in a motor vehicle accident sometime post-op and required a revision surgery because the rod dislodged from the l5 pedicle screw. Fusion had occurred. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.